Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that two clickline metal outer sheath art 33300m lot wp02 broke during operation tep and two art 3330m lot wp02 was discovered broken before use. All of them with the same defect cracked metal at the end towards handle. No parts have fallen into patients body and all parts are retrieve. Cross reference MDR: 9610617-2024-00531.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned on january 3,2025 for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Final reporting details for both articles: result of investigation: both clickline metal outer sheaths (2x lot "wp02") were returned for investigation. During the inspection it was observed that both sheaths show an identical fracture pattern. The fracture is located at the connecting piece on the proximal end of the sheaths. For the root cause determination subject matter experts (smes) from production, product management, design and the product line were consulted. In addition, two comparable articles (same design and same lot) were given to the material analysis to rule out the possibility of an incorrectly used material. In the analysis the chromium and nickel content of the two comparable articles was determined using an x-ray fluorescence, and it showed that the chromium and nickel content meets the requirements. Based on the damage found on the returned sheaths and the input from the smes it is concluded that it is highly unlikely that the fractures at this part of the instruments happened during normal application. The proximal end is completely guided in the handle up to the luer. This means that during normal application no such high forces can be applied that could lead to a fracture at the point where the fracture is observed on these instruments. It is therefore concluded that most probably the fracture happened due to a user/ handling error.